Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Infusion device displayed e2 battery depleted error on (B)(6) 2011. Patient changed the battery, but the screen was blank and the infusion device would not turn on. Patient contacted her dsn who advised to leave the battery out for a few hours and try again. Blood glucose was approximately 6-7 mmol/l (108-126 mg/dl). Around lunch time, patient reinserted the battery but the issue persisted. Blood glucose had elevated to 18 mmol/l (324 mg/dl), and patient went to the hospital. Patient was admitted to the hospital for 1 day and placed on an insulin drip. Blood glucose elevated to 33 mmol/l (594 mg/dl) before it started to decrease. Nurse advised patient to deliver insulin through a pen over the weekend. Infusion device was replaced and requested for evaluation. Additional information was not provided.